Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a difficult placement of the right ventricular (rv) lead a cardiac perforation and pericardial effusion occurred. The lead was pulled back, placed on the septal wall and remains in use. No further patient complications have been reported as a result of this event.